Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology. With a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male requiring impella cp for mechanical circulatory support. The device was placed with no issues. It is stated the patient was sitting, coughed and had a ventricular tachycardia (vt) episode while on support. The recommendation was that the position of the device be checked via echocardiogram. The correct position was confirmed. The patient was successfully weaned from the impella cp and survived explant.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.